Event description:
The reporter stated the surgeon inserted on aa4203tl toric silicone single piece lens and the lens tore upon insertion into the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the posterior capsule ruptured. A three piece lens was implanted. Additional information has been requested from the facility but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.